Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
Patient sex not available from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue was unable to be replicated and the system passed a system checkout.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, there was an early termination of an imaging spin while it was confirmed they were pressing the hand switch button the whole time. The site completed a new imaging spin without any issues. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. This issue is not a systemic issue as it was resolved by retaking another image. If information is provided in the future, a supplemental report will be issued.